Event description:
Pacemaker generator and leads removed after pt taken to surgery for a CABG. It was noted at that time that the ventricular free wall with 2cm of the ventricular pacemaker lead in the pericardal sac. The leads and generator were placed prior to pt's arrival from another facility.